Event description:
The physician was attempting to deploy an 8mm diameter x 40mm length complete self expanding (se) peripheral bare metal stent system to treat a lesion in the sfa of a patient that was pre-dilated and reported to have severe calcification and 90% stenosis. It was reported that while placing the stent in the sfa and whilst retrieving the stent system, the stent collapsed distally. A second stent was required and deployed inside the first stent. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the device was returned to medtronic for evaluation. There was no damage or deformation evident to the delivery system. The distal and proximal inner shaft markers were present and the distal tip was intact. .

Manufacturer narrative:
Evaluation results and conclusion: (patient lesion morphology, severe calcification and 90% stenosis). (B)(4).